Event description:
It was reported that during a ladg, the distal end of the tissue pad was detached off inside the patient at the end of operation. No error code was displayed. The broken piece was retrieved from the patient with a forceps. The device was used for the thin membrane. The doctor commented that the device had been often activated without having tissue between the blade and the tissue pad. Another device was used to complete the case. There were no adverse consequences to the patient. The broken piece was all retrieved and no pieces were left inside the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and a small portion was returned in a plastic container. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.